Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag (B)(4). The device will be investigated by a maquet service technician. A supplemental medwatch will bee submitted as soon as if additional information becomes available.

Event description:
It was reported that during patient treatment the touchscreen got black. The unit continued to operate but the cardiohelp was changed out. There was no patient harm due to this event. (B)(4).